Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the reportable malfunctions: deep cuts on the probe surface, missing forceps cover, and debris present in channel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures in addition, regarding the handling of the actual product, the instruction manual contains the following information. This may help prevent the phenomenon from occurring. Inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing the evis exera ii ultrasound gastrovideoscope had an e24 error (insufficient or incorrect reprocessing). There was no patient harm associated with the event. The device was evaluated, and it was found that the scope had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the scope, additional findings were as follows: deep cut at probe surface; missing ke45 (single component, paste-like, thixotropic adhesive) at forceps cover; slow flow, water capacity 36ml/minute; and bending section cover glue was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.